Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient was implanted 6 months before revision to fix a periprosthetic fracture of the femur. The implant fractured due to unknown reasons and hence patient underwent a revision surgery on (B)(6) 2021. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Images: the received images were reviewed and confirmed that the implant broke into two pieces. 3. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: DHR review could not be performed as no lot number available. 5. Conclusion: it was reported that the patient was implanted 6 months before revision to fix a periprosthetic fracture of the femur. The implant fractured due to unknown reasons and hence patient underwent a revision surgery on (B)(6) 2021. Based on the investigation the reported event can be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Medical devices: screw deep thread 4.0 mm diameter 22 mm length warning: this device is not approved for screw attachment or fixation; item#0203154022; lot# unknown; screw deep thread 4.0 mm diameter 30 mm length warning: this device is not approved for screw attachment or fixation; item#0203154030; lot# unknown; screw deep thread 4.0 mm diameter 34 mm length warning: this device is not approved for screw attachment or fixation; item#0203154034; lot# unknown; arcos 14x250mm prx tpr dist c 14x250mm; item#11-300714; lot#424000; arcos con sz a hi 70mm m sz a; item#11-301331;lot#614710; cer bioloxd mod hd 36mm +6 nk; item#12-115123; lot#2972003; the manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted 6 months before revision to fix a periprosthetic fracture of the femur. Post the implant surgery, the implant fractured and the patient had to undergo a revision surgery.